Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), product return and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was not returned for functional evaluation. The assignable cause of the odor/smells issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
An fse was dispatched to the customer site. Fse confirmed the catalytic converter was broken. The catalytic converter was replaced to resolve the oil smell. The unit was returned to normal operation.

Event description:
A customer reported an event of oil smell emitting from the sterrad 100s sterilizer. There was no load involved in this issue. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.